Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was receiving fentanyl (concentration 500 mcg/ml at minimum rate dose) via an implantable pump for spinal pain. The patient was actively dying and the family was convinced that it was due to the pump. The pump was in minimum rate mode but the patients wife wanted the pump completely turned off, the patients wife felt that since implant the pump was causing the patient to have heart failure. A manufacturers representative also reported that the pump was turned to minimum rate mode by the managing physician while patient was in hospital because the patient was suspected of taking oral medicine on top of the pump dose. Surgical intervention did not occur and was not planned. The situation was being addressed by the health care professional. At the time of this report, the issue was resolved, patient status was alive ¿ no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The rep was instructed by the doctor that he removed the pump, the patients family wanted the pump removed because they felt it was not helping the patient. No further complications were reported.

Manufacturer narrative:
Patient code (B)(4) no longer applies. Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the patient had a history of congestive heart failure prior to implant. 2017 (B)(6): it was reported that the patient had significant pain. 2017 (B)(6): it was reported that the hcp spoke to the patient's wife about non pitting edema. The patient would have an ECG (echocardiogram) on 2017 (B)(6) and would see a cardiologist on 2017 (B)(6). Past medical history included arthritis, seizure, memory problem, constipation, back pain, hip pain and osteoporosis. Surgical history included neck surgery, kyphoplasty, pelvic reconstruction and bilateral hip replacement. The patient¿s concomitant medications included fentanyl at 75 mcg/hr by transdermal patch for 30 days. The patient was receiving fentanyl 300 mcg/ml and fentanyl 200 mcg/ml intrathecally. The programmed reservoir volume was 5.0 ml and the actual volume removed was 5 ml. The continuous infusion rate was changed from 90.03 mcg/ml to 69.98 mcg/ml. The pa (patient activated) dose was 15.02 mcg. The pa lockout was 4 hours with a maximum of 6 activations and the total daily rate was 158.93 mcg/day. 2017(B)(6): the patient's current pump dose setting was not effectively controlling his pain. The patient's wife called 2017(B)(6) and reported that the patient complained of increased pain and needed a pump adjustment. The patient had a significant increase in pain since the pump was filled "last week." He could not take the pain and had increased tremors. He had an ultrasound scheduled on his heart "next week," but his breathing and shortness of breath had stayed the same. An increase in dosage was recommended. The patient's continuous infusion rate was updated to 90.85 mcg/ml and the total daily rate was 179.45 mcg/day. The patient¿s concomitant medications included furosemide 40 mg tablet x 30 days and "klor-con meq" tablet, extended release x30 days. 2017(B)(6): the patient presented "today" with clearance notes from the cardiologist. He had an ECG completed with an ejection fracture of 55-60% and was at the office "today" to increase his pump medication due to increased pain. The patient's pa dose was increased to 20.02 mcg. The total daily rate was 209.00 mcg/day. The patient was at the hcp's office to discuss his edema and "doe." He stated the doe and "l ext" (lower extremity) edema started "about 2 months ago" and had slowly progressed, but were no improving on "lasix 40 mg qd." He was having problems with a frequent cough but that was better now on lasix. He noted doe with 1-2 blocks and fatigue. The edema was somewhat asymmetrical, right>left. The patient noted chronic pain of his back and pelvis from prior trauma. The patient's wife noted a history (hx) of snoring and noted that she had witnessed apneic episodes in the past. The patient's wife stated that he required oxygen at night. The hcp suspected chronic diastolic heart failure (hf), maybe from occult "htn" (hypertension) his recent ECG showed mild "lvh." The patient still had some mild edema of the legs, right>left. The hcp ordered venous duplex of the lower extremities to rule out dvt (deep vein thrombosis). The hcp would check "bmp" to ensure "lytes/cr" were stable. The edema "could be" residual interstitial fluid. The ECG showed "nsr, rare pvc, no qs." The patient was to get a kidney blood test, both legs checked for venous blood clots, and an assessment for sleep apnea. The patient¿s concomitant medications included alendronate 70 mg tablet, 1 tablet orally every week; depakote 250 mg tablet, delayed release, 1 tablet 2x/day orally; depakote 500 mg tablet, delayed release, 1 tablet 4x/day orally; dilantin extended 100 mg capsule, 2 capsules/day orally; potassium chloride ER 10 meq capsule, extended release, 1 capsule/day orally; propranolol 20 mg tablet, 1 tablet 2x/day orally; stool softener 100 mg capsule, 1 capsule/day or ally; tretinoin 0.05% topical cream, 1x/day topically. The edema and dyspnea began 2017(B)(6). The patient's surgical history included abdominal surgery for a livery injury, back surgery to place the pump, knee surgery (left), a tonsillectomy/adenoidectomy, back surgery x4, neck surgery for broken neck x3 and hip surgery for hip replacement x2. Past medical history included dvt of the right leg after surgery, back pain, chronic pain from prior "mva" and multiple orthopedic surgeries, seizures from prior head trauma, possible sleep disorder (hx of loud snoring and apneic episodes in the past), and a resting tremor. 2017(B)(6): the patient's wife was requesting another pump adjustment, stating he was still not getting the relief he needed to get out of bed. 2017(B)(6) : the patient presented for a pump adjustment. He reported that the pain medication when giving himself a bolus was only lasting 1-2 hrs. The pa dose was increased to 24.98 mcg. The pa lockout was changed to 3 hrs with a max of 8 activations. The total daily rate was 287.65 mcg/day. The pump logs showed 20 unsuccessful activations and 117 lockout attempts. 2017(B)(6): the patient's pain was not being controlled with the current dose of spinal medication. The patient described the pattern of pain as constant. He described the quality of pain as aching, stabbing, sharp, deep, cramping and pressure. The patient said that at its worst his pain was 10/10, at its least it was 7/10, on an average about 7/10, and "right now" it was 7/10. Worsening factors included any activity. Relieving factors were spinal medication. The pain was very localized to the low back. The patient's activities were restricted. The patient and his wife were waking every 3 hours at night to use his bolus for pain relief. The patient reported that "I can't even walk with my walker barely without feeling like I am going to fall down because of the pain." The patient's pain was primarily low back and radiated around his hips and down both of his legs. The pain was not relieved with any type of activity or movement and following a bolus, the pain relief only lasted 60-90 minutes. The patient¿s concomitant medications included doxycycline hyclate 100 mg capsule x 30 days, ketoconazole 2% topical cream x 7 days and ketoconazole 2% shampoo x 7 days. The patient's gait and station was antalgic and guarded, he was shuffling, had a stooping posture and used a walker. Palpation of the lumbar (l) facet joints at l3-4, l4-5 and l5-s1 levels reproduced lower back pain. Hyperextension at the lumbar spine reproduced lower back pain. Bilateral lateral rotation also caused pain. There were palpable taut bands/trigger points in the patient's bilateral multifidus muscles. The patient's deep tendon reflexes (left patellar and right patellar) were absent. The patient had mild tenderness to percussion of the lumbar spine. The patient had a well healed scar over his lower back. The patient's continuous infusion rate was 70.8 mcg/ml and his new pa dose was 35.05 mcg/ml. His total daily rate was 348.02 mcg/day. The current pump dose setting was causing significant clinical side effects. A decrease in intrathecal dose of medication was recommended. The hcp ordered an MRI (magnetic resonance imaging) of the lumbar spine. The hcp was concerned about any new fractures or worsening of old fractures as the patient had several in the past. 2017(B)(6): the patient's current pump dose setting was not effectively controlling pain. An increase in intrathecal dose of medication was recommended. Fentanyl was increased to 500 mcg/ml. The programmed reservoir volume was 5.1 ml and the actual volume removed was 5 ml. The continuous infusion rate was reduced to 70.1mcg/ml. The pa dose was reduced to 35.02 mcg/ml. The total daily rate was 348.22 mcg/day. The pump logs showed 27 lockout attempts and 3 unsuccessful activations. 2017(B)(6): an MRI of the lumbar spine was done without contrast. There were mild compression fractures in l2 and l3. There was slight retrolisthesis of l3/l4 and l4/l5. There was marked disc space narrowing in l4/l5 and mild to moderate disc space narrowing in l2/l3 and l3/l4. There was mild degenerative change of both facets in t (thoracic) 12/l1. There was mild disc bulge and mild to moderate degenerative change of both facets in l1/l2. There was mild disc bulge with associated hypertrophic spur, moderate degenerative change of both facets, mild compression of the thecal sac and status post posterior decompression in l2/l3. There was moderate diffuse disc bulge, moderate degenerative change of both facets, mild compression of the thecal sac and status post posterior decompression in l3/l4. There was moderate diffuse disc bulge with associated hypertrophic spur, mild to moderate degenerative change of both facets, status post posterior decompression and mild narrowing of both neural foramina without compression on the exiting nerve roots in l4/l5. There was moderate to severe degenerative change of both facets, moderate narrowing of both neural foramina, right greater ter than left, in l5/s1. 2017(B)(6): the patient presented for chronic back and joint pain evaluation and management. The patient stated the pain was barely manageable with the current medications and activity modifications. The patient presented for "lmbb" but reported that he had a lot of problems since having his pain pump put in. He and his wife "recently" saw his cardiologist who stated that the new swelling over his legs in addition to the shortness of breath and heart beat irregularity was caused by having the pump put in. His wife stated "these new problems didn¿t start until the pain pump was put in." He stated that he had to get up every few hours, even through the evening, to use his personal therapy manager (ptm)/bolus on his pump. He stated that he was miserable. The patient described the pattern of pain as constant with intermittent flare ups. He described the quality of pain as aching, throbbing, deep, cramping and pressure. At its worst the pain was 8/10, at its least it was 3/10, on an average about 4-6/10. Worsening factors included increased ac tivity, walking, heavy lifting, sitting or standing for a long time, weather and pressure changes and sometimes for no particular reason. Pain radiation was bilateral lower extremities (ble). Relieving factors were stopping activities that aggravated pain, rest, and taking pain medications. The patient's activities were restricted. The patient's "rsa" (respiratory sinus arrhythmia) was high. The patient reported fatigue and tiredness. The patient reported back pain and joint pain. The patient's vital statistics were not within the normal range. The patient's systolic blood pressure was 131 mmhg. The patient had pitting ble. The patient's heart beat was noted to be irregular. Mouth breathing was noted. The patient was on continuous oxygen. He was visibly lethargic, shaky and slow moving with 2+ noted pitting edema to ble. The patients wife stated that these problems began following implantation of the pain pump and reported that the patient's cardiologist was in agreement with the pain pump being the cause. The hcp explained that the pump itself could not cause these issues. The hcp removed the ptm from the pump and left medication at continuous distribution without the ability to use the bolus. The hcp felt that the patient was in chf and declining. He and his wife were adamant that this was not the case and the cause of the recent changes in health were due to the pain pump. The hcp disagreed and discussed this at length with the patient and his wife. The patient would continue pain medication therapy. The hcp wrote a prescription for percocet 7.5/325 mg "tid" for 15 days. 2017(B)(6): a doctor called concerned with the patient's continued shallow and labored breathing. The hcp called back and the doctor requested help in dealing with the patient's condition and stated that another doctor thought his respiratory status was due to the pump and wanted the pump turned off. The hcp informed the doctor that the pump was running only 24 mcg/hr of fentanyl and previously the doctor had put the patient on a narcan drip and no improvement was observed. The hcp would send the "don" to reduce the pump settings to .029 mcg/24 hrs. This would be accomplished by intentionally putting the incorrect concentration in the pump to 5 mcg/ml. The patient had 500 mcg/ml which did not allow the hcp to reduce the pump dose to less than 24 mcg. Initially the plan was to remove fentanyl altogether and instill saline hoping the patient would be able to be discharged. Since that was not being accomplished the next thing that would allow the hcp to reduce his total daily dose was reducing concentration. Reducing the concentration would require a bridge bolus of 36 hours and since the doctor and patient's wife were insistent upon "shutting the pump" the hcp would see if they could get a pump off code. This would completely disable the pump and it could not be used again. The hcp would not be prescribing the patient any transdermal fentanyl after his discharge given his severe cardio respiratory issues. He would also be extremely hesitant to prescribe any opioids unless the patient's doctor or his cardiologist and pulmonologist gave clearance to do so. The hcp called the other hcp at 1:31 pm to discuss pump options. She discussed that they could change the concentration to fentanyl 5 mcg and set minimum daily rate to the lowest possible at 0.029 mcg/day. If doing this, a bridge bolus would need to be done and the change would not be effective for 30-36 hours after the pump update. The 2nd option was to completely shut off the pump. Per the manufacturer, this would make the pump void and not viable for any testing of the pump. The hcp felt that slowing it down was a good option however he would like to hear the wife's decision first. The hcp called a manufacturer representative (rep) to discuss pump options for this patient during his admission to the intensive care unit (ICU). The rep stated the pump could be turned to minimum rate with the lowest concentration possible, however it would require a bridge bolus and changes would not be effective for 30-36 hours post update. They discussed the option to shut the pump off. The rep told the hcp that they could call customer service and obtain a passcode for the interrogator to shut the pump off. Once the pump was off, it would not be viable. The hcp called customer service to discuss shutting the pump off. An email was sent for the hcp to complete authorizing the code to be given. The pump would never be able to be sent for testing if needed once it was shut off. If physicians and family agreed to shut the pump off, the for would be sent to the manufacturer completed and signed authorizing the code number release. Following this, the pump would need to be interrogated and shut off with the code provided. The hcp called the patient's wife to discuss the patient's pump options and reviewed the 2 options with her. The patient's wife was not comfortable making the decision without talking to the doctor first. She wanted the fentanyl out of the pump and wanted it filed with saline. She would not discuss the 2 options given. The hcp stated that since the patient was currently not stable and inpatient with respiratory depression and requiring medications and ventilation, the plan to have saline put in the pump had to be altered. The wife remained insistent that this was the only option and asked the hcp to discuss with the doctor and let her know. 2017(B)(6): the patient's wife called to cancel the scheduled pump refill for 2017(B)(6). The patient was still in the hospital. On 2017(B)(6) the patient's hcp established an occupational therapy plan of care for muscle weakness (generalized) with an onset date of 2017(B)(6). No further complications were reported. Additional information was received from the healthcare professional (hcp). It was reported that the patient's shortness of breath, per the previous allegation by the patient's wife as having been stated by the physician, was not what the hcp stated. The hcp stated that the patient had some component of diastolic dysfunction and that they suspected chronic obstructive pulmonary disease (copd) and deconditioning. They further reported that the patient's previous hospitalization occurred because it was thought that the patient had taken too much fentanyl from the pain pump, which they believed had been removed (dates not provided). The patient had respiratory failure and seizure from "withdrawal" and did have a thoracentesis for volume overload. The hcp stated that they did not understand how the patient's wife stated that it was all because of the pain pump, that was not what was indicated. With respect to the thoracentesis that was done for volume overload, the hcp did not know if that was caused or exacerbated by the implanted device or therapy. With respect to the report that the patient was hospitalized because it was thought they had taken too much fentanyl from the pain pump, the hcp had no additional information. The hcp stated that the patient was hospitalized in november because they sto pped breathing at home and were brought to the emergency room. The hcp stated that they had no additional information regarding the events.